Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.467; synthes lot: h659987; supplier lot: n/a; release to warehouse date: december 31, 2018; expiration date: n/a; manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Visual inspection: stardrive screwdriver shaft t8 105mm was received at customer quality (cq). Upon visual inspection at cq, it is observed that the distal tip of the screwdriver is twisted. Thus, the reported complaint is confirmed. The remaining portions of the device shows minimal wear consistent with the usage of the device which would not contribute to the complaint condition. The received condition agrees with the complaint description. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document/ specification review: the following drawing was reviewed: screwdriver shaft t8 deep stardrive, solid no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection and document specification review of the received device was performed at cq. The complaint is confirmed as the device shows twisted tip. A definitive root cause could not be determined, it is possible that the device might have encountered an unintended force. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the tip of the stardrive screwdriver shaft was damaged and appeared to be twisted. The issue was discovered in the sterile processing department. There was no patient involvement. This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).